Manufacturer narrative:
Product was not available for evaluation and root cause analysis.

Event description:
Reporter noted two error codes occurred during setup. A suture was placed, and the patient was transferred to another facility to complete the procedure. Patient outcome reported as good. Two other scheduled cases were cancelled. Facility was troubleshooting system, and did not request service.